Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for gasterial tubalitise on (B)(6) 2015 at 9:30 am with a high blood glucose level of 327 mg/dl. The customer was treated for their blood glucose with insulin drip. Customer was wearing the insulin pump at the time of emergency room visit. The customer did not have access to their insulin pump at the time of the call. The customer did not return the product back for analysis.